Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body was broken into two pieces. Microscopic inspection of the fiber tip indicated that the tip was degraded, and the connector was in good condition. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber device operates differently than expected defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews endure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied, which is likely what the customer experienced. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that during an ureterorrenoscopia flexible con laser procedure for the treatment of kidney stones, when connecting the fiber to the console, it shorted out and burned the blast shield. The procedure was completed using another fiber without patient complications. The fiber was returned, and analysis of the returned fiber identified that the fiber body was broken; therefore, the event meets reportability criteria based on this finding.